Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the adhesive on the bending section rubber has a chip, the angle wire became longer than normal, there was too much squeezing of the bending section (handling problem), the switch has a scratch, the angulation lever has a scratch, the control unit has a scratch, the grip has a scratch, the light guide connector has a scratch, the light guide-cover glass has a scratch, the video connector case has a scratch, the video connector case has a crack, and the image sensor has pixel error occurrence (cosmic rays/static electricity). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope generated image noise. The issue was found during an unknown therapeutic procedure that was completed with a similar device. There were no reports of patient harm.